Event description:
It was reported by the customer that exams related to pts with overlapping identifications were partially attached to the wrong pt in isite pacs. For example: pt a had their mrn generated from the radiology info system (ris) ((B)(4)) and contained two exams: exam 01, exam 02. Pt b had their mrn generated from the hosp info system (his) (also (B)(4)) and contained three exams: exam 03, exam 04, exam 05. When the exams were sent to isite pacs, because the mrn was the same, the exams were merged into one pt record, such that: pt a now has no exams. Pt b has five exams belonging to both pt a and pt b, exam 01 through exam 05.

Manufacturer narrative:
Isite pacs software package ver.4x is used with general computing hardware to acquire, store, distribute, process and display images and associated data throughout a clinical environment. Easyris is a radiology info system (ris) which stores and distributes pt radiological data. The system consists of pt tracking and scheduling, result reporting and image tracking capabilities. Ris and pacs are two different systems and exchange pt and order info via standards such as hl-7 and dicom respectively. Ris is responsible for managing the administrative and reporting workflows in radiology; pacs is responsible for managing the image reading workflow. The reported event is currently under investigation. The reported event has been reviewed within the philips safety committee and a health hazard evaluation (hhe) has also been initiated. The device is software and resides at the customer facility.